Manufacturer narrative:
The actual IV set was tested on 7/20/2015 and no user-reported leaking issue was identified. The IV set functioned within specifications. (B)(4).

Event description:
The user reported "we had a tubing leaking problem. It was the third leak in last week. The tubing was under the hood and while the mixer was mixing other drugs the fluid leaked from the filter. The nurse noticed a wet spot and the filter had air in it like it had just leaked from there." No patient was involved in this case.